Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Damage to the acoustic lens was due to physical stress such as falling or shock caused by mishandling in facilities. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions¿ ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunctions were found: the acoustic lens had a scratch which reached the adhesive layer, the water removal ability did not meet the standard value due to the clogging of the nozzle, and the forceps elevator had foreign material. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the acoustic lens had a scratch which reached the adhesive layer, the water removal ability did not meet the standard value due to the clogging of the nozzle, and the forceps elevator had foreign material. Additional findings include the following: the connecting tube had a scratch, the control unit had a scratch, the grip had a dent, the bending angle in the up / down / right / left angle did not meet the standard value due to wear of the angle wire, the forceps raising angle did not meet the standard value due to damage on the forceps elevator wire, the universal cord had discoloration, the play of the up / down knob was out of the standard value due to wear of the angle wire, the control unit had corrosion due to water leakage, the universal cord had a scratch, the adhesive on the bending section cover was detached, the distal end had a scratch, the suction cylinder was shaved, switch 2 did not work due to damage on the switch box, the play of the right / left knob was out of the standard value due to wear of the angle wire, and water tightness was lost due to damage on the channel tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.